Event description:
A user facility reported a bump on the forehead 4 months post thermage flx treatment. The patient reported that 2 months after the thermage treatment, they noticed a raised or protruding appearance around the brow ridge area. The exact location described by the patient is the forehead area close to the eyebrows, around the brow ridge/supraorbital area. The patient described the concern as not feeling like a tightening effect, but rather like additional fullness or a filler-like protrusion in the area. The patient stated that it does not feel like exposed bone, but more like an area of soft tissue, muscle, or fat appearing raised. The patient reported no pain, discomfort, redness, swelling, heat, numbness, or other physical symptoms. Available images were reviewed by the medical review. Image 1 (frontal/oblique view): a distinct, circumscribed, raised area is clearly visible on the central-to-left superior forehead. The skin overlying the protrusion appears intact, with no gross evidence of open ulceration or localized discoloration visible under the present lighting, though the surface shows regular skin texture with reflective highlight contouring due to the elevation. Image 2 (profile/lateral close-up views): this composite image provides two close-up profile perspectives of the brow and lower forehead region. The lateral profiles clearly demonstrate a distinct, convex, focal protrusion projecting outward from the natural contour of the forehead bone structure. The protrusion is situated just superior to the eyebrow line. The skin over the apex of the bump appears smooth and tight, consistent with underlying localized mass effect, localized tissue edema, or a deep subcutaneous nodule. The photographic evidence establishes the objective existence and macroscopic morphology of the lesion; however, visual inspection alone cannot differentiate between structural etiologies. While mild, generalized swelling (edema) and transient surface irregularities are common inflammatory responses that typically resolve within 2 to 5 days (or occasionally a few weeks), a distinct, focal, long-lasting protrusion that remains unchanged over an extended period may need secondary intervention beyond standard of care. No secondary medical interventions were prescribed. There is no clinical indication of permanent damage, tissue injury, or scarring reported. Before and after images were also reviewed. On gross visual inspection of the photographs, there is no evidence of macro-swelling, erythema, or overt structural distortion. The patient is unable to travel back to the clinic for physical examination and assessment. The clinic cannot examine the lesion in person and work out a follow-up plan locally. The patient was not administered any pain medication or placed under anesthesia. No other treatments (besides the one reported) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days, nor has the patient ever had prior aesthetic treatments on this area. The highest energy level used was 4.0 j. There is no report of system errors nor was anything out of the ordinary noticed during treatment. It is unknown if a sliding or stamping method was used. The treatment tip surface was inspected prior to use and there was nothing remarkable. The treatment tip surface was not reinspected during the treatment. This was the only patient the tip was used on.

Manufacturer narrative:
The thermage flx tip has been disposed. The investigation is underway.